Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead (B)(6) 2012. (B)(4).

Event description:
It was reported by the patient's spouse that the patient was "dealing with adjusting the pacemaker as [the patient] was in the hospital again [for] four days with very low rhythm." The device remains in use. No patient complications have been reported as a result of this event.